Event description:
Event description guidant received info that this device was part of a legal action and the pt passed away. Guidant has no specific info as to the device involvement in the pt's death.